Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of thrombosis and angina are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the patient presented with stemi and a 2.75x28mm xience skypoint stent was implanted. The patient experienced chest pain post procedure which was reported on return to the cath lab on (B)(6) 2021. Stent thrombosis was confirmed by intravascular ultra sound (ivus) and was treated by using angioplasty and thrombectomy. A stent was placed on the distal end and post-dilatation was performed using a 3.25mm nc balloon. Hospitalization was extended; however, the final patient outcome is good. No additional information was provided.